Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip. The force bipolar instrument was found to have a broken grip at the grip base. A piece approximately 17.91mm x 4.85mm was found to be broken off. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Further inspection of the returned force bipolar instrument found no additional damage or abnormalities. Additional unrelated observation(s) not reported by site: the force bipolar instrument was found to have a broken conductor wire from the grip tip. The force bipolar instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire did not show damage. .

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy procedure, the force bipolar instrument broke and the housing was stuck on the patient cart arm. After the breakage, the instrument would not work. Follow-up was performed and it was confirmed that there was no fragment fall into the patient and no post-operative tests were performed to confirm complete retrieval. No additional surgical procedure was required. The jaw/hinge of the instrument did not get stuck in the trocar during removal from the patient's body.